Event description:
Complainant alleged that during biomed testing the device prompts "change battery." Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.